Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset multiple times. Additionally, it was reported the customer filled a cartridge with approximately 300 units and received an accurate fill estimate. The customer reported a blood glucose level ranging from approximately 250 mg/dl to 300 mg/dl and it was addressed with a bolus via the pump. The customer successfully completed the load process, resumed insulin delivery, and would continue to use the pump for insulin therapy.